Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has an "air in line alarm". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a scratched lens, and the air detector was observed to not be working. Functional testing was performed. Upon review, the reported problem was confirmed and duplicated. It was determined that the inoperable air detector was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com